Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 325cc breast implants and suffered several unexplained systemic symptoms, including seizures, migraines, gastric issues, insomnia, tendon issues, arthritis, pain, itchy skin, night sweats, weight loss, inflammation, eye problems. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2021. The patient¿s symptoms reportedly improved post-explantation. This report is for the left breast prosthesis.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 325cc breast implants and suffered several unexplained systemic symptoms, including seizures, migraines, gastric issues, insomnia, tendon issues, arthritis, pain, itchy skin, night sweats, weight loss, inflammation, eye problems. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2021. The patient¿s symptoms reportedly improved post-explantation. This report is for the left breast prosthesis.